Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that they could not interrogate the implantable cardiac monitor in the clinic. The battery status still said good. The physiologist turned the programmer on/off, changed the programmer entirely but could not interrogate the device. The device would only occasionally briefly light up one bar in green and then flicker back to orange. Premature battery depletion is suspected. The device will be explanted. No patient complications have been reported as a result of this event.